Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 4/5 of their automated peritoneal dialysis therapy. Reportedly, the home pt woke up to find their transfer set disconnected from the pt line of the homechoice set. Baxter's technical service center assisted the home pt's spouse in ending therapy early. Therapy was completed by setting up with new supplies. Per the home pt no pt injury or medical intervention was associated with this incident.